Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient is living next to two cell phone towers; one is a hamm cell tower and the other is unknown and believes the towers are causing disrupting/affecting communication to the ins and turning ins off without patient programmer (pp) use or passing through security gates. Patient has changed cell phones multiple times. Patient noted that when they go to other places, their pp communicates better than when they are at home. Patient also noted the ins worked for them and got them off the bag and catheter. Patient doesn't want anything to affect their device. No patient symptoms and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.